Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 500 mg/dl. The customer fell sick with his stomach and the glucose level was high prior to the event. The customer was treated with a n insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the bolus history and found that the day of the admission he took a bolus but it was not registered in the daily totals. Ran a fixed prime and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete the troubleshooting. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.